Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with the controller or programmer. The patient controller logs confirmed that the patient controller displayed the eri message as early as (B)(6) 2018. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the patient's ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.